Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent sensing and pacing. An invasive procedure was performed and it was discovered that the proximal rv rate/sense setscrew would not engage. The device was explanted and a new crt-d was successfully implanted. The explanted device has been returned for analysis.